Manufacturer narrative:
The issue has been traced to the (B)(4) instrument (ti) msp430 microcontroller used on the model 96280 telemetry receiver quad receiver card (qrc) pcba that has an internal hardware defect that affects the proper clocking of digital data communications on some qrc units. The presence of excessive ¿squelch¿ reflects a loss of large numbers of data packets caused by clock timing errors within the xtr device. In order to correct this issue, a new version of the ti msp430 is being implemented that includes a hardware correction for the clocking defect. Spacelabs considers this medwatch closed. Further actions and information will be documented under the spacelabs field corrective action process.

Event description:
Spacelabs received a report that all channels output from the model 96280 telemetry receiver displayed a squelch pattern.

Manufacturer narrative:
This follow-up report is being sent to correct the manufacturer medical device evaluation results code. The previous code was (B)(4).